Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Top and bottom cases were in excellent condition. No visible contamination. Syringe plunger not in place found during syringe test. Error history log review found a syringe plunger not in place error. The root cause of the reported issue was found to be the q1 broken off from the plunger board. Plunger board also came off the glue. .actions were taken to mitigate the reported issue: replaced plunger board.

Event description:
It was reported that the pump was not recognizing syringe. No patient injury was reported.